Manufacturer narrative:
(B)(4). Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a record of a load step malfunction on (B)(6) 2012. On testing, the pump powered on normally. An ez-prime function was performed without problems. The force sensor was tested and found to be within specification. The pump was opened for investigation and revealed a breech in the solder of a force sensor component.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. A recall # 2531779-03/24/2010-003-r.